Event description:
It was reported that the patient presented to the hospital with a low heart rate due to no capture. It was also reported that the pacemaker was an elective replacement indicator (eri) message after one month of depleted voltage of 2.1 volts. Trend data indicated there was high current drain. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).